Manufacturer narrative:
Results: bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sterile package breach with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. It is possible during seal station adjustments a limited number of packages was made with insufficient seal and were not properly discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging on two bd¿ control syringe with bd¿ luer-lok tip was opened prior to use causing a sterility breach. No injury or medical intervention.